Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00258: screw 2, 3025141-2020-00259: driver.

Event description:
While being implanted, two 2.3 variable ange screws stripped. One screw was removed with an easy out. The other screw was left in. This caused a 15 minute delay in surgery.